Event description:
Stapler backfired staples-all loose staples were retrieved from patient. 2nd stapler opened. No injury to patient.======================manufacturer response for ethicon ER 420 ligaclip, ethicon (per site reporter).======================manufacturer was made aware and will be picking up product or will send by carrier.